Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 8. Details of surgery: immediate extraction site. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, bleeding, hypersensitivity and inflammation. No further patient complications were reported.